Event description:
Reportedly, when the patient files from the day of implant ((B)(6) 2013) were accessed, an error message stating "unable to read file" was displayed to the user. An explanation is required.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.